Event description:
The patient was undergoing a coil embolization procedure in the paraclinoid internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted two non-penumbra coils and one smart coil. After advancing the next smart coil into the target location, the physician attempted to detach it by using the handle and by manual detachment but was unsuccessful. It was reported that the smart coil alignment zone was separated but the coil was not detached. Therefore, the smart coil was removed. The procedure was completed using two smart coils, the same handle, two other coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from its pusher assembly, and the complaint could not be confirmed. Further evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, and the pull wire was retracted from its original position within the ddt. This type of damage typically results from a successful detachment during an attempt to detach the embolization coil. Based on the returned condition of the device, the root cause of the reported complaint could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.